Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported that a urovac device was used during a procedure. Reportedly, it was noticed that a foreign matter was mixed in. The procedure was completed with another of the same device with no patient complications.